Event description:
Clinical report states that patient was revised to address recurrent instability. Infection was also found. An intraoperative femoral fracture also occurred; however, the femoral components were not depuy product.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Clinical report states that patient was revised to address recurrent instability. Infection was also found. An intraoperative femoral fracture also occurred; however, the femoral components were not depuy product. Doi: unknown; dor: unknown (hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy acetabular devices were implanted with competitor manufactured femoral product. This use of the depuy product is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.